Manufacturer narrative:
Based upon the clinical evaluation, the type iiib endoleak was confirmed. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not definitely identified. However, product use was incongruent with the IFU due to the two-size difference in diameters between the suprarenal cuff and the main; and, the placement of a left renal snorkel.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 24 months post implant of a bifurcated device, an infrarenal aortic extension, and a suprarenal aortic, an endoleak was discovered. Reportedly, the patient had a post implant routine monitoring, and a leak was identified with a sac expansion. The physician elected to treat the patient with a competitor device (trivascular). The endoleak sealed, and the patient is doing fine post procedure.